Manufacturer narrative:
(B)(4). Age of the patient: the patient was reported to be "elderly." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred during dwell six of six of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.